Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced vaginal pressure, vaginal bleeding and dyspareunia. On (B)(6) 2012, patient underwent corrective surgery. This revisionary surgery did not, however, address the patient's problems. She continued to experience pelvic region pain. In addition she experienced debilitating abdominal and pelvic pain, recurrence of urinary incontinence, bleeding and vaginal infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.